Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent battery replacement with impedance values being within normal limits. The implanting facility that the was doing a research study where they stimulated the nerve with different settings for approximately 30 minutes prior to the new generator being placed. After the patient went home, the patient experienced bradycardia and tachycardia episodes. The patient was transported back to the implanting facility and the vns was turned off and the episodes went away. Physician noted that they believe the cardiac events were due to overstimulation of the nerve related to the study. No other relevant information has been received to date.

Event description:
Information was received from the patient's physician stating that the cause for the bradycardia and tachycardia is unknown. No other relevant information has been received to date.